Manufacturer narrative:
User facility contacted magellan's product support team to report that when removing batteries from their leadcare ii blood lead analyzer they were extremely hot to the touch. Customer stated the batteries were installed properly. Unit was returned to magellan for evaluation. During investigative testing, the customer's complaint was not confirmed. No reports of injuries from user facility. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
User facility contacted magellan's product support team to report two of the batteries were extremely hot when removed from the analyzer.